Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 523 mg/dl. Customer did not perform troubleshoot for their high blood glucose reading. Customer also reported no delivery alarm. Customer was advised to change the entire set. After performing 5.0 units of insulin, the insulin exited. Customer switched the insulin delivery to standard. Products will not be returning for analysis.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected insulin flow blocked alarm during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.